Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. All buttons function properly; no damage to keypad traces and connector on pcba 1 was not unlocked during visual inspection. No unexpected no delivery alarms, bolus not delivered alerts or insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The center button was giving him issues. Customer's blood glucose level was 420 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.